Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged receiving the results of 510 mg/dl and 55 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he drank some apple juice as he was having hypoglycemic symptoms. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.